Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve, the valve was implanted at a reported depth of 10 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc). An attempt was made to pull the valve up but it moved upon final release. Angiography showed severe paravalvular leak (pvl) on the lcc side. Subsequently, a second 31 mm valve was implanted valve-in-valve at a depth of 6 mm on the ncc and 9 mm on the lcc. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely was due to suboptimal position as the valve was at 10 mm on the ncc and 14 mm on the lcc and moved upon released. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.